Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the manufacturer¿s acceptance criteria. A complaint history examination indicates no additional complaints associated with the reported lot number. No sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the knife was not sharp. Additional information has been requested.